Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile change prior to damage) issue. It was reported that the ok button is torn and is pulling up and away from the pump. It was also reported that the up and down arrow buttons are intermittently working and delayed response. The reporter stated that she has to press it several times to get it to work. This issue started 2 months ago, progressively getting worse. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 10/08/2013 - device evaluation:the pump has been returned and evaluated by product analysis 09/19/2013 with the following findings: the keypad cover was found to be peeling at the ok button. The complaint of the intermittently unresponsive keypad buttons was not able to be duplicated; all buttons responded appropriately. The keypad cover was removed and contamination was found under all key contacts.